Event description:
The event is reported as: alleged issue: two of the staplers jammed during a spay/neuter procedure. The animal was not harmed.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.